Manufacturer narrative:
D4: device lot was 16216751 or 15592473. H3 - device evaluated by mfg?: device not returned to manufacturer. Additional information: b5, d4, d9: device return, d10 (concomitant products) e1: first name, last name, postal code, e-mail address. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 25jul2025. The device was being used in a case where the mesenteric stent of the branched endograft was being re-lined. The clinician indicated the device has been used for similar cases in the past. A power injector was not used. The separated catheter fragment was removed from the patient with the wire guide. The separated segment was stuck on the wire.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a torcon nb advantage vanshie beacon tip seeking catheter separated. During an endoluminal abdominal aortic aneurysm (aaa) revision, a competitor's introducer sheath was used. The vanshie was manipulated through the sheath, but resistance was noted during insertion. The catheter was subsequently removed, and it was discovered that the catheter tip had separated; a tear was noted. Then x-ray image guidance was used to visualize the separated piece and safely remove it from the patient without harm. The complaint device was compared with another 125 cm catheter to confirm the full length was removed from the patient. It was noted that there were no performance issues with the sheath. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a torcon nb advantage vanshie beacon tip seeking catheter separated. During an endoluminal abdominal aortic aneurysm (aaa) revision, a competitor's introducer sheath was used. The vanshie was manipulated through the sheath, but resistance was noted during insertion. The catheter was subsequently removed, and it was discovered that the catheter tip had separated; a tear was noted. Then x-ray image guidance was used to visualize the separated piece and safely remove it from the patient without harm. The complaint device was compared with another 125 cm catheter to confirm the full length was removed from the patient. It was noted that there were no performance issues with the sheath. Additional information was provided on 25jul2025. The device was being used in a case where the mesenteric stent of the branched endograft was being re-lined. The clinician indicated the device has been used for similar cases in the past. A power injector was not used. The separated catheter fragment was removed from the patient with the wire guide. The separated segment was stuck on the wire. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, quality control procedures and instructions for use (IFU) for the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) could not be completed due to the lack of lot information from the facility. A sales search for the customer was unable to identify the complaint device lot. Cook was able to review product labeling. The product IFU, t_hnb_rev2 ¿beacon tip catheters' provides the following information to the user related to the reported failure mode: precautions -if resistance is encountered during manipulation, stop and determine the cause before proceeding any further. Evidence gathered upon review of the complaint file, dmr, and IFU does not indicate that the device was manufactured out of specification. Based on the information provided, no returned product, and the results of this investigation, it was concluded that a component failure unrelated to the design or manufacturing of the complaint device contributed to the reported event. It is possible that other factors like patient anatomy could have contributed to this failure, but it cannot definitively be determined with the available information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.